Manufacturer narrative:
(B)(4)

Event description:
It was reported that review of a recent merlin.net transmission revealed non-sustained rv oversensing. Intermittent loss of capture on the rv lead was also observed. The patient was brought into clinic to review the device settings. Programing changes were made. The patient had no symptoms or adverse reactions due to the oversensing.